Event description:
It was reported that a review was needed due to reported oversensing and a possible inappropriate shock. A review of the data by technical services (ts) provided some observations that may help to get more detailed image of the rhythm in question, and noted that the reported inappropriate shock caused by t wave oversensing appeared to have ended the ongoing rhythm as the rate dropped back to its previous level. Ts was not able to tell if the sudden jump was related to atrial sensing causing a change in conduction or if the episode showed a genuine ventricular arrhythmia. Ts also noted that the smartpass filter episode showed a sudden change in signal morphology and drop in r wave amplitudes. The device was subsequently explanted. No additional adverse patient effects were reported.